Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured at the tip during a tooth extraction. The fractured piece was suctioned from the patients mouth. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation showed signs of use as there was minor scratching on the body of the elevator and the tip had fractured off. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force was used, beyond what the instrument was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.